Manufacturer narrative:
A supplemental MDR is being submitted for correction based on additional information received through investigation. The following sections of this report have been corrected: a2, a3. Investigation is ongoing.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, a bent valve tine was found while trying to advance a 26 mm sapien 3 ultra on a commander delivery system through a 14ft esheath+. The 26 mm sapien 3 ultra on the commander delivery system experienced more push force than usual to be advanced through the sheath during transfemoral transcatheter aortic valve procedure. Resistance was noted at the expandable portion of the sheath shaft. The valve was examined while still inside the sheath, and it was found the valve had a bent tine on the distal end of the valve. The valve, delivery system, and sheath were removed as one unit. It was observed upon withdrawal that the sheath expandable seam was split. The field clinical specialist noted that initially the loader was able to be fully inserted into the sheath, but the loader had partially been pulled back during valve insertion through the sheath while attempting to insert the valve. A new 26 mm sapien 3 ultra valve, 14 fr esheath+ and commander were prepped. The valve was able to be advanced without difficulty and was successfully deployed. No procedural complications occurred.

Manufacturer narrative:
The sapien 3 ultra valve was returned to edwards lifesciences for evaluation. Visual evaluation of the crimped valve revealed the following: valve was exposed through torn strain relief of sheath, one valve strut bent approximately 90 degrees at inflow side. Visual evaluation of the valve post-expansion revealed the following: frame canted and distorted, three bent valve struts observed at inflow side. Due to the returned condition of the device, functional testing and dimensional analysis were unable to be completed. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. All inspections are conducted on 100% of the units. Per procedure, the sapien 3 ultra valve is visually and dimensionally tested for defects. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The instructions for use/training manuals were reviewed for guidance/instruction involving the sapien 3 ultra usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event of valve frame damage was confirmed based on provided imagery and device evaluation. Per the IFU and training manual, the loader must be completely inserted into the sheath before delivery system and valve insertion. The loader is used to facilitate a smooth transition of the crimped valve through the sheath hub. If the loader was not inserted through the sheath properly, the crimped valve can be exposed and interact with the hemostasis valves within the sheath hub resulting in frame damage to the inflow of valve. In this case, it was reported that the loader was partially pulled back during delivery system and valve insertion through the sheath. It is possible that the valve struts caught within the sheath hemostasis hub during the delivery system insertion which resulted in the bent strut and resistance as reported. As such, available information suggests that procedural factors (improper loader use) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.